Manufacturer narrative:
Investigation ¿ evaluation: a review of the instructions for use (IFU), quality control, and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. Measures have been previously conducted to address this failure mode. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
Rit was reported the plastic sheath broke while being used by the patient. The customer called to request information regarding repairing the device and reported the patient was still using the device. The customer was in a hurry and unable to take the time to answer customer support questions but reported they will be attempting to repair the device . No additional information was available at the time of this report. A section of the device did not remain inside the patient¿s body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
This event is currently under investigation. A follow-up report will be generated upon the receipt of additional information, or at the conclusion of the investigation.